Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 22-mar-2017, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer to flush and prime the l-6 line. There were no further issues and no further action was required by field service. The most probable cause of the reported event was due to a clot in the l-6 line.

Event description:
On (B)(6) 2017, the customer reported a grad sensor error, pressure over limit" with their g8 analyzer. Technical support (ts) instructed the customer to change the column and reboot from the main power but the error persisted. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.